Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "the speaker must be broken, no alarms no beeps on key presses" which was reproduced. The reported condition was verified. The cause was determined to be loose back flex following reproduction, not properly secured to input/ output (I/o) board. The securing back flex required to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had broken speaker, no alarms and no beeps on key presses. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.